Event description:
The manufacturer received information alleging a patient received burns from the nasal cannula while using an oxygen concentrator. The patient went to the emergency room and was released the same day. The durable medical equipment (dme) supplier stated that the device is not returning to the manufacturer for evaluation. The dme tested the device and found the device to operate properly. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."